Manufacturer narrative:
During device evaluation and servicing of the demo autopulse platform (s/n (B)(4),the platform failed functional testing and displayed user advisory (ua) 02 (compression tracking error). The root cause of the observed ua02 was the two defective load cells. During functional testing, a load cell characterization test was performed and confirmed that load cell #1 was over-reporting while load cell # 2 was under-reporting. The left side of the platform's top cover was cracked when it was received at zoll. As per zoll's representative, the damage might have happened during the shipment of the device to zoll. In addition to the platform's cracked top cover, visual inspection of the returned autopulse platform revealed a crack running through one of the screw fittings of the front enclosure. The cracked covers and defective load cells were most likely due to mishandling during the shipment of the platform. The defective load cells were replaced to remedy the ua02 advisory message, and the cracked covers were replaced to address the observed physical damages. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. A brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation and servicing of the demo autopulse platform (s/n (B)(4), the platform failed functional testing as it displayed user advisory (ua) 02 (compression tracking error). No patient involvement.

Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6) was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.